Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
The consumer reported she had not used the therapy for the last 4 years because she did not need it because she had fusions. The year prior to the report, the patient had an abscess infection and all the hardware from her body was removed except for the stimulator system and she wanted to get the stimulator checked. It was confirmed there were no complaints with the implant at the time of the report. Relevant medical history included lumbar radiculopathy.